Event description:
It was reported that the customer had high blood glucose levels of 397 mg/dl. The customer reported a motor error alarm from the insulin pump during prime. The customer reported that the insulin pump reset itself and then alarmed compromised force sensor system error. Troubleshooting was done. It was reported that the customer was not using the sensor feature of the insulin pump. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer was able to complete the rewind sequence on the insulin pump. The customer reported that the drive support cap of the insulin pump appeared to be sticking out. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)